Manufacturer narrative:
Eval results: as rec'd, the ipg would not communicate with a lab pt programmer and displayed error code 2501. The dfu for the eon mini provides adequate info for preserving the ipg when not in use. It states in part to "recharge the ipg to its maximum capacity every 3 months while it is not in use." Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd an scs sys including an ipg on (B)(6) 2009. It was reported that the pt was without stimulation and had not recharged her ipg since (B)(6) 2010. The device was replaced and effective stimulation was recaptured. No further complications were reported.